Manufacturer narrative:
Philips service replaced multiple parts and provided a workaround solution to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry was not booting due to soft collisions in z-rotation on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.